Event description:
It was reported that the pt expired. It was reported to be unrelated to system. Actual cause of death was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.